Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2023, the patient experienced a right impending knee contracture. This adverse event was diagnosed, by a clinical study on (B)(6) 2024. The issue was treated on (B)(6) 2024 via manipulation under anesthesia. Patient's outcome is ongoing.

Manufacturer narrative:
Internal complaint reference number: case (B)(4).

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: due to the nature of the reported incident, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a study patient underwent a manipulation under anesthesia due to a right impending knee contracture approximately 2 months post implantation. The case report forms document the moderate severity adverse event as possibly related to the study device and to the study procedure, with onset date (B)(6)2024 with event ongoing. Based on the information provided within the case report forms, definitive contributing factors cannot be concluded, although arthrofibrosis/scar tissue is a known common post-surgical occurrence which does not support a component malperformance. The patient impact beyond the reported right knee impending contracture and subsequent manipulation under anesthesia with ongoing outcome cannot be determined. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions, postoperative section that use extreme care in patient handling is needed and postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.